Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records. Additional information requested but not received- during what kind of procedure was the device used? Was it used on thick tissue? Did the surgeon or anyone else mentioned difficulties with the device during the firing? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Was the device fully articulated? Degree of articulation? Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Was the cartridge correct inserted, did they hear the ¿click¿? Has additional tissue to be cut out, according to the comment ¿this left a hole in the rectal stapling line that required repeating the process below (more caudal than) the initial staple line in order to close the gap¿? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? Has this any impact on the patient, the surgery or the healing process? Is there any other additional information you would like to share about this device or procedure? Maybe there could be a link between the abscess and the additional using v-loc (from covidien) or vicryl? What is the age and sex of the patient?

Manufacturer narrative:
(B)(4). Additional information requested and received: during what kind of procedure was the device used? Laparoscopic low anterior resection (indicated in original complaint). Was it used on thick tissue? On rectal tissue (indicated in original complaint). Did the surgeon or anyone else mentioned difficulties with the device during the firing? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? This was a manual echelon, so they didn¿t return ¿automatically¿, but they did function normally (fourth stroke brought knife back to pre-firing position). Was there any difficulty removing the device from the tissue? No. Was the device fully articulated? Degree of articulation? Surgeon can¿t recall degree of articulation, but it was indeed articulated. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Was the cartridge correct inserted, did they hear the ¿click¿? Yes. Has additional tissue to be cut out, according to the comment ¿this left a hole in the rectal stapling line that required repeating the process below (more caudal than) the initial staple line in order to close the gap¿? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? The second staple line was made just below the original (faulty) one, less than a cm away (indicated in original complaint). Has this any impact on the patient, the surgery or the healing process? Yes, there was a leakage. Maybe there could be a link between the abscess and the additional using v-loc (from covidien) or vicryl? Maybe, but surgeon is very experienced and highly skilled (in charge of colorectal surgery teaching in university hospital) and would most probably not perform a faulty suture no matter what he uses. What is the age and sex of the patient? Male, (B)(6) (indicated in original complaint).

Event description:
It was reported that during an unknown procedure, using an echelon articulating 60 with a blue reload. Right-to-left transversal stapling was initiated, but that the last (distal/to the left) portion of the staple line did not form properly into b-shape (remained u-shaped). This left a hole in the rectal stapling line that required repeating the process below (more caudal than) the initial staple line in order to close the gap. After performing the latero-terminal anastomosis, a bubble test was done and the result was positive on the proximal (right) side of the initial staple line. This defect was repaired by using v-loc and adding a single vicryl stitch. On day three, the patient suffered an abscess in that same area, which required a transanal drainage for seven days (plus antibiotics), followed by a closure of the defect using maxon on day ten. Six weeks after the incident, the patient is currently doing well.